Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was initially reported that the patient was explanted due to the chest pain as the patient wanted the vns out because it was hurting. Per the surgeon, the explant was for the patient's comfort. The patient later reported that she had vns explanted because there was an infection. They left the generator out to allow the area to heal. The patient says she recently saw the lead in a x-ray, so she believes the lead is still intact. Surgical operation report was reviewed from the surgery which notes that patient had only the generator explanted due to pain and that she was not using her device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Event description:
Provider later reported that the patient never had an infection prior to explant. He said the patient wanted the device removed due to pain.